Manufacturer narrative:
A getinge field service technician (fst) will be send onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china during patient treatment. It was reported that the hl20 device displayed the error message: beltslip and after three seconds the error message: direct was displayed which caused the pump to stop. The clinical staff intervened, and the device was replaced. No harm to any person has been reported. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message "beltslip" does not lead to a pump stop. This warning only indicates to the user that the pump speed is smaller than 90 percent of the motor speed. The error message direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. Due to medical intervention and a pump stop, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the hl20 device displayed the error message: beltslip and after three seconds the error message: direct was displayed which caused the pump to stop. The clinical staff intervened, and the device was replaced. No harm to any person has been reported. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message beltslip does not lead to a pump stop. This warning only indicates to the user that the pump speed is smaller than 90 percent of the motor speed. The error message direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho kit (rpm) was replaced. Furthermore, the hl20 rpm motor, pump control board and motor isolation were replaced due to aging (12 years old). The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint was already assessed by the getinge life cycle engineering. The most probable root cause for both error messages beltslip and direct was determined as a defect optical transceiver on the optical tacho board. The review of the non-conformities has been performed on 2025-07-15 for the period of 2013-05-16 to 2025-07-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-05-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error messages: beltslip and direct" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.